Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for normal battery depletion. There were no field allegations reported against this product. This report was created due to laboratory findings as this device did not passed longevity calculations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.